Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. An error code 5 was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade 'lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use."

Event description:
It was reported that the device stopped working after 10 minutes of use in an unk procedure. Opened another device to complete the case. No pt consequences. No additional information is available.